Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited non-sustained oversensing due to post-paced t-wave oversensing. Programming changes were discussed and were made to address the oversensing. The patient was stable.